Event description:
A device report from (B)(6) indicated a surgeon from (B)(6) reported: patient implanted with va lcp condylar plate and screws on an unknown date. It was discovered the plate was broken on an unknown date. Patient returned to o.r. On (B)(4) 2012 and the plate was removed. It was noted one screw was in the region of the fracture and one screw was not flush to the plate. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device used as treatment. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The failure of the investigated condylar plate was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implants had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient in combination with instability of the fracture situation, total hip prosthesis, mechanical damage, may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.